Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.:(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. System error 105 was confirmed through the event history log. A physical inspection of the device found the motor mount screws severed. The motor and motor mount screws were replaced.